Manufacturer narrative:
The insulin pump passed the functional tests. However, the insulin pump was received with a slightly loose drive support cap, a cracked reservoir tube lip, cracked reservoir tube, minor scratches on the display window and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump drive support cap is sticking out. Nothing further was reported.